Event description:
It was reported that the 3.0 x 15 mm xience xpedition stent delivery system was advanced into the patient anatomy to treat a target lesion in the right coronary artery. The stent was deployed without difficulty and the delivery system was removed without difficulty. There was no adverse patient effect and no clinically significant delay. After the procedure, the cath lab tech was gently looping the used stent delivery system to discard and the shaft separated at the hub. Although the device was intentionally manipulated after use to package the device for discarding, the site does not feel that excess manipulation occurred to warrant the device separation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.